Event description:
It was reported that the controller exhibited a loss of power due to the the patient was at home connected to a/c power adapter and a battery. The patient's house experienced a power outage. During the confusion the patient accidentally disconnected both batteries causing the ventricular assist device (vad) to stop. Additionally, it was reported that during the review of log file the data revealed a motor start event with parameters outside of the typical range. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420/ catalog #:1420/ expiration date: (B)(6) 2021 /serial or lot#: (B)(6) d9: no h3: no h4: mfg date: (B)(6) 2020 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the pump ((B)(6)) and controller ((B)(6)) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a controller power up with an associated pump start event was logged on (B)(6) 2024 at 20:35:51, indicating a loss of power. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port 1 with 52% relative state of charge (rsoc) and that (B)(6) was connected to power port 2 with 95% relative state of charge (rsoc). The data point recorded after the loss of power revealed that a power adapter was connected to power port 1 and (B)(6) was connected to power port 2. The controller was without power for twenty (20) seconds. No anomalies were observed leading up to the loss of power. Additionally, log file analysis revealed a motor start event recorded on (B)(6) 2024 at 20:35:59 in which the motor start parameters were atypical. As a result, the reported events were confirmed. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources by the patient, as described in the event details. CAPA pr00551638 is investigating controller losses of power. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Additional products: controller 2.0 (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.